Event description:
One patient sample with false negative hcg results. Initial hcg result 0.8 miu/ml. Urine sample tested on the same day gave a positive result. The initial serum sample was repeated twice in 2006 and gave resutls of 542 miu/ml each time. A new sample from the same patient drawn and tested twice on the same day gave results of 574 and 582 miu/ml. The initial result was reported. Patient diagnosed as having an ectopic pregnancy. The investigational unit did not verify the customer complaint. A specific root cause was not identified, however a liquid level detection failure was noted to have occurred. Additionally, the humidity in the lab was below specification for elecsys 2010. Maintenance was performed and the air flow in the laboratory has been adjusted.